Event description:
It was reported that when using the bd pyxis medstation system tower door failed frequently, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower 2 door 2 had failed daily over the last two weeks due to a faulty latch. A field service engineer replaced the pop latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.